Manufacturer narrative:
The unique identifier was unavailable at the time of reporting. Concomitant medical products: other relevant device(s) are: product ID: 9733303, serial/lot #: n/a. Foreign country: (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed and no parts were replaced. They calibrated the navigation and verification was performed. The system was working as intended. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the navigation from the imaging scan was inaccurate. The site always uses a left tracker, seen from the drive handle. Navigation was inaccurate laterally by about 1 cm. Navigation was aborted causing less than an hour delay in the procedure. No impact on patient outcome.